Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to the patient's high defibrillation thresholds (dfts). Guidant received additional information that this chronic defibrillation lead exhibited noisy signals. The noise was oversensed and led to an inhibition of ventricular pacing.